Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2011, 6935 implantable defibrillation lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced extracardiac phrenic nerve stimulation. The device was reprogrammed and the lead is still in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.